Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015, the surgeon had a very hard time extracting screws during jaw surgery. The surgery was completed with an unknown surgical delay. It was reported there was no harm to the patient. This report is for unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.